Manufacturer narrative:
The complaint notification associated with this device described that two screws in the proximal posterior axis are coming loose. No serious injuries were sustained as a result of the failure and no medical treatment was required. When the complaint was registered, no info regarding the nature of the complaint was submitted by the customer. The device was returned to the manufacturer on january 5th, 2017 together with the info about the loose bolts. The evaluation of this device was conducted at the manufacturer's service center on january 12th, 2017. After evaluation, we can confirm that two bolts are loosened. An exact reason for that could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that the screws in the proximal posterior axis are coming loose. No fall or injury occurred due to this failure.